Event description:
Reporter alleged obtaining the results of 19 mg/dl and 63 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The customer reported having high blood glucose and a few hours later, her glucose level dropped. Troubleshooting was performed. The basal, bolus, and daily totals were correct. Ran a fixed prime test and passed. However, the insulin pump failed the displacement test twice. No further info was provided.